Event description:
Nurses reported the needles bent a number of times, when attempting to use kendall magellan insulin syringes.====================== health professional's impression======================the needles are of poor quality and bend too easily.